Event description:
Reporter alleged obtaining discrepant blood glucose of 192 mg/dl on the advantage system compared back to back with a result of 105 mg/dl on their doctor's meter when testing was performed less than 10 minutes apart. Reporter indicated, the customer was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.